Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break. Block h11: investigation analysis upon receipt at our quality assurance laboratory, this percuflex plus ureteral stent underwent a thorough analysis. Visual inspection of the device identified that the stent bladder coil was detached, and the suture hole was torn. The positioner and suture were also returned. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, it is possible to conclude that this issue could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the bladder coil and is removed using excess force, the stent could get detached/separated, and torn during preparation, affecting the performance of the device. A conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a percuflex plus ureteral stent was to be used in a retrograde intrarenal surgery procedure. During unpacking, it was found that the tip and along that shaft of the stent was fractured. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that a percuflex plus ureteral stent was to be used in a retrograde intrarenal surgery procedure. During unpacking, it was found that the tip and along that shaft of the stent was fractured. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break.